Event description:
We switched to equashield last fall, and had reports of leaks on the 5fu pump in the months after switching. We met with both vendors and switched to a "swivel" piece that locks on the IV line to prevent the pieces from coming apart this spring. Both nursing/pharmacy staff were trained on the new pieces. Since then, nursing staff has stated that the pump is coming apart with the new swivel piece. I have been unable to validate this as there is a lot of speculation regarding where the failure point is. Right now we are trying to gather more information as this is not widespread across all infusion locations; it seems localized to 1-2 sites which makes me think it may be a personnel training issue.